Manufacturer narrative:
Product analysis: analysis was able confirm there was an issue with the analyzer indicating that the battery was low even when a new battery was inserted. The cause was unable to be determined. The analyzer was exchanged for a different functioning unit. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the analyzer was always displaying the low battery message although a new battery was inserted. The analyzer was returned for service. There was no patient involvement.